Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was treated with glucose/carb intake. The customer also experienced that the insulin pump was over delivering insulin. The event involved product(s) mmt-431aj, mmt-342, mmt-1884, mmt-431aj, mmt-7040a. Mmt-342, mmt-342, mmt-431aj, mmt-7040a and mmt-7040a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode/smartguard feature of the insulin pump was also active at time of low blood glucose event. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 will be returned for analysis. No product return is required for mmt-431aj, mmt-342, mmt-7040a, mmt-342, mmt-431aj, mmt-7040a and mmt-7040a. Mmt-431aj, mmt-342 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0869 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of [event date] found bolus deliveries of .025u at 00:08:15.000, .025u at 00:13:15.000, and .05u at 00:18:15.000. Unable to find the bolus daily delivery total or basal daily delivery total. Test p-cap locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.